Manufacturer narrative:
The insulin pump had bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window noted during testing.

Event description:
It was reported via phone call that the insulin pump had cracks on the reservoir compartment and on the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.